Event description:
It was reported balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vein side. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.